Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user who stated that the front right fork assembly broke off while in use. The end user fell and tore his acl and was hospitalized. Attempts to gather additional information have been unsuccessful. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.